Event description:
It was reported that during a minimally invasive unspecified surgical procedure, it was observed that the attachment device would not hold the cutter device. As a result, there was a one hour delay to switch to a spare device. The surgery was successfully completed. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
During subsequent follow-up with the reporter, additional information was obtained. The reporter stated that there was only a couple minute delay to the surgical procedure to switch to a spare device. The reporter stated that the previous report of an hour delay to the surgical procedure was erroneous. Due to the additional information received from the report, this device is no longer an adverse event and serious injury report. This event is updated to a product problem and malfunction report. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the attachment device would not hold the cutter was confirmed. An assessment was performed on the device which found that the cutter could not be secured because there was a piece of a broken cutter inside the attachment. It was determined that the assignable root cause was determined to be component damage caused by misuse, abuse, and possibly user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.